Manufacturer narrative:
Concomitant medical product: ddmb1d1 ICD implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was suspect of a fracture. The lead impedance was high on the pacing and the high voltage coils. The lead was reprogrammed and turned off. The lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.